Event description:
The manufacturer received information alleging a trilogy 202 ventilator was not delivering oxygen flow. The reporter stated no leakage from the circuit. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was evaluated by the manufacturer's service center with the following findings: an error code found in the device download error log indicates power reduction/alternating current disconnected information event occurred. Fluid ingress was noted affecting the system printed circuit board. The system circuit board was replaced to address that issue. The device passed full final testing. Additional findings not related to the malfunction/issue: the base enclosure was cracked and required replacement to address the issue.